Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection examined the exterior of the sample and found a rough area on the shaft. This was caused by the coating drying unevenly on the surface of the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that an area of the catheter felt hard and rigid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an area of the catheter felt hard and rigid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that an area of the catheter felt hard and rigid.